Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a33test due to faulty sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had broken belt clip slot, cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 244 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was able to rewind their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.